Manufacturer narrative:
(B)(4): the keypad was returned torn over the down arrow button. During testing, the ok keypad button was intermittently responsive and the up, down, and contrast buttons were unresponsive. During investigation, evidence of contamination was found under all key contacts and the ok and down key contacts were found to be inverted. (B)(4)

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow, down arrow, and ok keypad buttons have become intermittently unresponsive over the past month. She stated it required multiple presses to obtain a response, and that as a result of the additional button presses the keypad is now torn near the down arrow button. The patient stated that she wears the pump underneath clothing and does not clean the pump. There is no reported adverse event associated with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported because the alleged keypad button unresponsiveness reportedly occurred before the damage and remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.